Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified left subclavian vein. A 10.0 x 40, 135cm mustang balloon catheter was advanced for dilatation; however, during initial inflation at 14 atmospheres, the balloon rupture. The device was removed without any issue. The procedure was completed with a different device. No patient complications were reported and the patient condition was good.